Event description:
According to the distributor's report, the device was used to close a laceration on the bridge of the pt's nose. During application, the adhesive contacted the eye and sealed it shut. The eye was treated with antibiotic ointment and patched. The pt was seen by an opthalmologist the next day. The pt was reported to be fine.